Manufacturer narrative:
Analysis of provided files led to the following observations: - on 17 march 2025, at the interrogation of the device, the patient information were not displayed. The charge time was correctly displayed. - this event is probably due to a telemetry error which led to a software bug of the smarttouch which prevents the programmer that to decipher the patient data, an encryption key reading is required. - when the event occurs, it is not needed to reprogram the patient data since there are still present in the device memory. A simple re-interrogation of the device is sufficient whilst avoiding telemetry errors (correct telemetry head positioning) before the programmer module is displayed. - at the interrogation dated 25 march 2025, the patient data were displayed. - corrective actions on the smarttouch software are ongoing to solve this software issue. - no issue is suspected on the crt-d.

Event description:
Reportedly, all information was filled in and charge time was examined, but patient name and charge time were blank on a pdf printing.